Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06611. It was reported that patient experienced numbness in the legs and back pain post implant of trial leads. As a result, the trial leads were explanted. Cat scan revealed small epidural bleed. Patient is recovering.